Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device remains implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was attempted to be removed in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016 in the common bile duct. In (B)(6) 2016, the advanix biliary stent was implanted in the patient¿s common bile duct due to a large stone obstructing the duct. No issues were reported with the device. According to the complainant, in early (B)(6) 2016, stent removal was attempted by an unknown physician, but the stent could not be removed from the patient¿s duct. On (B)(6) 2016 the patient returned to the hospital to have the advanix biliary stent removed. During the stent removal procedure, the physician attempted to remove the advanix¿ biliary stent using forceps and snares but was unsuccessful. The advanix biliary stent could be visualized with the spyglass ds, but the proximal end of the stent was not able to be visualized to see if it was imbedded or not. In addition, it was reported that the stent was stretched, disfigured and stuck in the patient's duct. The patient may need surgery to remove the advanix biliary stent, although, the patient has not opted to have surgery at this point in time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".